Manufacturer narrative:
Pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched lcd window, cracked select button keypad overlay and missing serial number label. No crack case at reservoir compartment noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks on the reservoir compartment. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.